Event description:
Ez flow 480 pump pulled off inventory shelf to sent ot pt. Pharmacist was unable to program pump due to the inability of the operator to change any numeric values on the pump. Unable to reprogram. Therefore, pump returned to MFR.